Event description:
On (B)(6) 2009, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. At the conclusion of the procedure, an angiogram revealed an indeterminate endoleak remained. On (B)(6) 2013, an angiogram confirmed a proximal type I endoleak. On the same day, the pt was implanted with the three aortic extender components to treat the type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Additional excluder component included in this report: (B)(4). A review of the mfg records for the devices verified that the lots met all pre-release specifications.